Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from germany that a lens case of unknown origin burst during use. No injury occurred. The lens case was requested from the reporter, but not received. The manufacturer has implemented corrective actions to prevent occurrence of this type of event when the appropriate lens cup is used in the disinfection process.